Event description:
It was reported that the user believed the pump battery was not functioning because the device did not hold a charge for a full day and appeared to not fully charge, though the pump indicated it was picking up a charge. No adverse clinical effects reported. Outcomes included no impact on health or care. Investigation included a review of device battery logs and basic troubleshooting and education. Investigation of this case revealed no abnormal battery behavior on the pump, and the issue was attributed to the external charger; a replacement charger was provided. It was concluded, based on previously established findings for similar reports, that the cause was a faulty or ineffective external charging accessory rather than an internal pump battery malfunction.

Manufacturer narrative:
Initial.